Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that since implant they have been going back and forth to the urologist every 3- 4 weeks and they have changed the program, put them on medication and nothing is doing any good. Patient said when the doctor changed the setting they can feel sensation for a brief time then it goes away, they had very slight improvement then said: they have not had any improvement, they still have to wear pads all the time, they have to change pads during the day, they don't' have enough time to make it to the restroom, they are getting up at night soaked after 2 hours and they thought getting the device would stop them from having to do all that. Patient reported they did the trial and it reduced their symptoms right off the bat and shortly after implant they were disappointed that they got the permanent one and it has not reduced their symptoms, they are really frustrated and they do not know what to do. Reviewed interstim therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered to assist pt to check they were not accidentally turning therapy off and during the call pt was successful to synch with their implant and confirm therapy was on. Pt chose to increase stim by 2 tenths, confirming comfortable sensation in their bike seat region then stated they no longer felt anything. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor.